Manufacturer narrative:
The device has not been returned to any of the olympus locations. According to the customer, this event has only occurred on this device. The person in charge of reprocessing at the user facility is always the same person, and there is no problem with the process. The model number and deterioration status of the cleaning brush are unknown. It is also unknown whether antifoaming agents, lubricants and diluting agents are used. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that yellow water came out from inside the gf-uct260 hanging on the scope hanger of the trolley during preparation for use. The customer reprocessed the gf-uct260 and the problem was resolved. The customer used this gf-uct260 and the procedure was completed. The gf-uct260 was used in combination with three maj-1444s and reprocessed with olympus' automated endoscope reprocessor oer-3 or oer-5. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. As a result of checking the device's appearance, olympus repair center confirmed that the groove of the balloon water supply port and a part of the groove inside the air and water supply cylinder were discolored. The ultrasonic probe and water pipe were loosen. The device was disassembled and the inside of the forceps channel and the air/water supply channel were checked using a microscope. However, the reported phenomenon could not be confirmed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was not derived from the device. Omsc also surmised that foreign matter was entered the forceps channel from the outside. If significant additional information is received, this report will be supplemented.